Manufacturer narrative:
Of the two devices, one lot number was provided, and a lot history review was performed. Of the two reported malfunctions, both devices were returned for evaluation. Fluid leak was confirmed for one of the devices, but unconfirmed for the other. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the events indicated that model 0602833 implanted ports allegedly experienced fluid leaks. These events were reported from various sources. Of the two (2) events, one (1) did not involve patients, and one (1) involved patients with no reported injury. One patient was reported as a 53-year-old male weighing 61 kgs; the age, weight, and sex were not provided for the other patient.

Manufacturer narrative:
Of the two (2) events, one (1) device has been returned to the manufacturer for evaluation, the other device is expected to be returned for evaluation. The investigation of the reported events is currently underway. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 0602833 implanted port experienced a fluid leak. These events were reported from various sources. Of the two (2) events, one (1) did not involve patients, and one (1) involved patients with no reported injury. One patient was reported as a (B)(6)-year-old male weighing (B)(6) kgs; the age, weight, and sex were not provided for the other patient.